Manufacturer narrative:
The manufacturing records were reviewed and no complaint related issues were found. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications. However, as no product was received, the investigation could not be completed and no conclusion could be drawn. This device was used for treatment not diagnosis.

Event description:
It was reported that there was a removal of the left distal radius hardware on the volar side. The patient was returned to or on (B)(6) 2013 for revision on one of the screws which was sitting proud and may have been be causing the patient a decreased range of motion in the middle finger. The surgeon decided instead to remove 1 volar plate, 2 column plates and seven screws as the patient was healed. No further information was provided. This is report 1 of 6 for complaint (B)(4).